Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, there was moderate paravalvular leak (pvl). The valve dislodged during a post balloon dilatation with a non-medtronic balloon catheter. A second transcatheter bioprosthetic valve was placed and post-dilated with a balloon, resulting in mild pvl. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.